Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission show nonsustained right ventricular oversensing due to noise artifact on the right ventricular lead. The device was reprogrammed. The patient was fine.